Event description:
Consumer contacted via phone and stated that she was cleaning her teeth and the head of the toothbrush had broken off into three bits. No injury was reported.

Manufacturer narrative:
(B)(6) 2020: product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Manufacturer narrative:
Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that she was cleaning her teeth, and the head of the toothbrush had broken off into three bits. No injury was reported.